Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cholelithiasis ("crystals all over my bladder"). The patient was treated with surgery (hysterectomy). Essure was removed in december 2015. At the time of the report, the pelvic pain and cholelithiasis outcome was unknown. The reporter considered cholelithiasis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "pain, crystals all over my bladder". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cholelithiasis ("crystals all over my bladder"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and cholelithiasis outcome was unknown. The reporter considered cholelithiasis and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: "pain, crystals all over my bladder." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.